Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system monitor to power module cable was confirmed. The system monitor to power module cable (lot number: 25656) was not returned for analysis; however, an image was submitted for review. A review of the image showed damage near the connector. The cable had been pulled out of the strain relief, exposing the shielding and underlying wires. Provided information stated that the cord was discarded by the center and therefore will not be returning for evaluation. A root cause for the damage was unable to be conclusively determined through this investigation. The device history records for the heartmate system monitor to power module cable were unable to be reviewed due to the records being unavailable. The heartmate 3 instructions for use section 4 entitled ¿system monitor¿) provides instruction on how to properly install and uninstall the system monitor data cable. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿) describes how to properly store, transport, and clean all heartmate equipment. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a system monitor cable was noted to be damaged at the end attached to the system monitor. The cable had exposed electrical wires.